Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had t-wave oversensing and it was lowering the effective pacing rate. The lower rate was adjusted to achieve a base pulse of 60. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.